Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's battery would run out of battery before charging the ins from 0 to 100% despite the controller being fully charged at the start of the charging. This would require the patient to take a 3 hour break to charge the controller before resuming recharging of the ins. It was noted that the patient was checking the screen a lot for coupling and it was reviewed that this is less efficient and would drain the battery faster. The patient stated that they will have excellent coupling but then barely move and loose the connection which was frustrating. The ins was not too deep and the pocket looked good. The rep stated that the ins might tilt a little with palpitation. The rep added that the patient reported excellent coupling when the tablet shows only good coupling. It was reviewed that putting the recharger circle directly over the ins might not be the best placement and that they should try moving it off to the side. The patient went on to say that they had the ins off for 12 hours and that it depleted to zero. The energy usage was calculated at 0. Days with low density settings. A report showed that the patient had charged to 100% and that therapy had not turned off before it depleted. The rep was to continue to monitor these issues. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported when the patient recharges the last 10% they get a try again message repeatedly. Manufacturer representative looked at the recharging information from the tablet and reported that 8 recharging sessions show excellent coupling, one session with fair and one session with good. Patient reported they lay flat when recharging with the antenna underneath them and before unlocking the screen they know that the light is blinking but they can't determine the color of the light because they are colorblind. When they unlock the screen it shows the poor recharge quality screen. It would reportedly switch from excellent to the poor recharge quality screen. Patient reported that it is aggravating to move the antenna to try to get it to charge. It was reported that the screen locks up when they tried to check position and it freezes when they recharge. It was also reported that the patient did not think the adaptive stimulation seemed like it was adjusting correctly. Once when they were standing it was showing laying down and sometimes stimulation turns up higher. Patient reported this started after the last programming session with the representative. The adaptive stimulation issues reportedly began (B)(6) 2018. Manufacturer representative checked the day of the report and said the ins was recognizing the upright position correctly. The caller stated that they had mobile set higher than the other positions. The representative turned down mobile intensity to be closer to the upright position. The patient did not have time to reorient. No further complications reported/anticipated.